Manufacturer narrative:
Two pressure transducers from the device, one on the inspiratory side and the other from the expiratory side were returned. The logs from the device were also received. Log evaluations have shown that over time, the pc 1781 boards zero pressure output drifted negatively. The logs have shown that the zero pressure output exceeded the allowed limit (= +/-300mv from default) and this resulted in the failing of the reported pressure transducer test during the pre-use check. The drift problem has been located to the die in the pressure sensor on the boards manufactured by a new wafer (semi-conducted material used for manufacturing of the die) source of the supplier. Some sensors from this source have shown this drifting problem and therefore, the use of sensors from this wafer source has been stopped in pressure sensors in new devices and for the pressure sensor spare parts. These boards were manufactured with sensors with a die from the wafer source which has been stopped.

Event description:
It was reported that the ventilator failed the pressure transducer test during the pre-use check.